Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an apply sample message on her one touch ultra 2 meter. The patient mentioned that the alleged issue with the meter began on (B)(6) 2010 at around 3:00pm. Due to the reported issue, she did not take any action. A couple of days later, the patient developed symptoms of feeling sweaty, weak, trembling, shaky and lightheaded. She did not seek any medical attention or contact her physician for assistance. This is not the first time the patient was using the meter. The patient was using the correct vial of test strips. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. The customer care advocate (cca) walked the patient through the proper way of testing and the issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that she developed symptom suggestive of a serious injury, because she was unable to test her blood glucose for a couple of days due to the apply sample message.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.